Manufacturer narrative:
Follow-up #1 date of submission 06/22/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the black box data showed two unexplained reboots on (B)(6) 2016. Evidence of moisture was observed in the battery compartment and on the returned battery cap. The battery compartment was cracked; and the pump failed a leak test due to this. The battery cap contact height was found to eb out of specifications. The pump was unable to complete a 24 hour duration test. The battery cap was fully tightened then loosened one half turn, power to pump was interrupted. The power complaint was duplicated due to moisture in the battery compartment. The pump cover was opened and no further moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.